Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm and a system fault 74 resulting in an unexpected restart of the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed service center in (B)(4). Review of the device logs confirmed a single occurrence of system fault 74 indicating software task failure and power failure alarms. The device evaluation determined that the power failure alarms were due to a defective internal battery. The battery was replaced to address the issue. The device was service, calibrated and tested before it was returned to the customer. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).